Manufacturer narrative:
The device history records were reviewed and it was confirmed that the lot met all release criteria. The sample was not returned for evaluation. Based on the info received, the results are inconclusive and the root cause of the event is unknown. The current IFU (information for use) for this device states: complications may occur at anytime during or after the procedure. Potential complications include, but are not limited to: migration. Movement or migration of the filter is a known complication of vena cava filters. This may be caused by placement in ivcs with diameters exceeding the appropriate label dimensions specified in the IFU. Migration of filters to the heart or lungs have also been reported in association with improper deployment, deployment into clots, and/or dislodgement due to large clot burdens.

Event description:
It was reported that the filter was discovered during a scheduled removal to have migrated caudally. The filter was initially implanted with the apex at the bottom of l1 and migrated to l2. The filter was tilted 30-40 degrees. The filter was removed from the patient successfully. There was no patient injury reported.